Manufacturer narrative:
Concomitant product: 6935m55 lead, implanted: (B)(6) 2014.

Event description:
It was reported that within a week of implant, the left ventricular (lv) lead thresholds rose. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.